Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event a review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the customer had broken channel which was resolved by testing this module by running a test set with water and it worked normally with no false alarms. The latch that releases it from other modules was gummed up and was disassembled and cleaned.there was no patient involvement.